Manufacturer narrative:
The returned device (product ID:b3300542m, lot: va32ev3v13) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that conductor(s) were broken in the body of the lead; consistent with explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
See. H.11 for additional information regarding device analysis.

Manufacturer narrative:
Continuation of d10: product ID b3300542m, lot# va32ev3v13, implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from manufacturing rep indicating their was a surgical exploration on (B)(6) 2025 and an explanation of the lead on (B)(6) 2025. Impedance has since been resolved.

Event description:
It was reported that the patient experienced two error messages when attempting to increase the setting ever since programming session about a month ago. They observed code 2703 on the group 1 and error code 2098 on group 2 when they tried to increase the setting any higher. Agent reviewed meaning of the codes: out of regulation (oor). When asked, patient didn't know the current battery level of the implant, however, they said that they had recharged the implant to 100% the previous day. Patient said that they have a third group, however, they did not want to use it. The issue was not resolved through troubleshooting. Patient was redirected to contact healthcare provider to request an earlier appointment due to the error messages patient has received. Additional information was received from the manufacturer representative (rep) that patient hasn't been receiving as good of symptom control for the last couple of weeks and reiterating that patient had received the 2098 and 2703 codes when connecting with ins and attempting to increase stim ulation. Patient hasn't had any falls nor any tingling or numbness and hasn't noticed any change in how the system physically feels ie. Tight/loose, popping sounds. Rep had walked patient through entering MRI mode and it showed "MRI mode not available". Agent reviewed the 'MRI mode not available" and codes are likely due to high impedances. During follow-up for investigation, the manufacturer rep provided additional information regarding the previously reported oor. Patient saw healthcare provider (hcp) and impedances were taken and the patient's right lead was high except for 10 b and c and 9c. Those were normal range. Initially impedances were auto taken and showed high and then at 1ma showed >5k. Hcp is planning exploring surgery on (B)(6).

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
See h.11.

Manufacturer narrative:
Continuation of d10: product ID b3300542m lot# va32ev3v13 implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type lead h.3 the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis of the lead (s/n: (B)(6) identified broken (overstress/damaged) conductors in the body of the lead as a result of factors not related to product reliability. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.